Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the both devices are defective and they wobble. There was no harm for patient, operator or third party. There was no case involvement reported. No further information received. ***update, khe, 11-oct-2024 further information received. It was reported that the machine runs irregularly from the saw blade during use. Per complaint reporter there was no harm for patient, operator or third party. ***update, khe, 15-oct-2024 further information received. The event occurred during a repositioning osteotomy femur. No piece broke off inside the patient. The surgery was finished successfully with the claimed device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed. The manufacturer evaluation revealed a broken claw at the tool connection.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion. The reported event was confirmed. The manufacturer evaluation revealed a broken claw at the tool connection.